Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require third-party medical assistance. Customer had not given a correction dose before the call, and technical support provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code returned, while customer planned to load current cartridge and rejoin sensor session after the call.